Manufacturer narrative:
Image review: five static images and three media files were provided for review. Images from the patient¿s executive summary were provided for anatomical review showing significant calcification in the aortic valve. Three fluoroscopic valve load inspections were provided confirming all good loads. It was reported that persistent infolding occurred; however, images of the infolds were not provided for review. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-34, two occurrences of valve infold were observed. The procedure time was prolonged by 30 minutes due to these two infolds. After an initial fluoroscopic check yielded acceptable valve load and pre-dilation was performed with a 22 millimeter (mm) non-medtronic (osypka) balloon, the valve was released until the point of no return, at which point an infold was observed. The valve was recaptured and a new valve was loaded onto a new delivery catheter system (dcs). Following another fluoroscopic check with acceptable valve load, the new valve was released until the point of no return, and an infold was again observed. The valve was recaptured, and a new valve was loaded onto a new dcs. Another pre-dilation was then performed with a 23 mm non-medtronic (numed) balloon, after which the valve was implanted without any problems. No patient complications have been reported as a result of this event. Additional information was received that per the physician the patient had substantial calcification that contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34, (lot: 0012480198); product type: 0195-heart valves; product ID: d-evolutfx-34, (lot: 0012587954); product type: 0195-heart valves; product ID d-evolutfx-34, (lot: 0012737807); product type: 0195-heart valves; product ID: evfxplus-34, ((B)(6)); product type: 0195-heart valves; implant date ; explant date product ID 22mm osypka balloon (lot: n/a); product type: dilation balloon; product ID: 23mm numed balloon (lot: n/a); product type: dilation balloon; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-34, two occurrences of valve infold were observed. The procedure time was prolonged by 30 minutes due to these two infolds. After an initial fluoroscopic check yielded acceptable valve ((B)(6)) load and pre-dilation was performed with a 22 millimeter (mm) non-medtronic (osypka) balloon, the valve was released until the point of no return, at which point an infold was observed. The valve was recaptured and a new valve ((B)(6)) was loaded onto a new delivery catheter system (dcs). Following another fluoroscopic check with acceptable valve load, the new valve was released until the point of no return, and an infold was again observed. The valve was recaptured, and a new valve ((B)(6)) was loaded onto a new dcs. Another pre-dilation was then performed with a 23 mm non-medtronic (numed) balloon, after which the valve was implanted without any problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.